Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that both monitors would not turn on. This would render the customer unable to view the live image. There is no report of pt injury or death.